Event description:
The customer reported that in monitoring mode,neither ECG nor sp02 could be selected due to these options not being displayed on the screen. There were no boxes available under the soft keys to be selected. Both ECG and sp02 failed in the shift/system check test. There was no report of patient involvement.